Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer was unable to provide a blood glucose value, but reported blood glucose level was "fine". The customer reloaded a cartridge successfully and received an accurate fill estimate.